Event description:
Patient became unresponsive during hemodialysis treatment. No pulse noted. CPR initiated. Code team arrived; patient revived. Puddle of blood observed on the floor. Further inspection uncovered crack in the 10cc syringe used with heparin pump. Crack source of blood. Patient admitted for observation. Approximate 1/2" crack on barrel of syringe.